Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00596; 508-32-104, s807 - pain, s801 - device cracked/broke; s814 - stability, poor joint, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to pain and instability.